Event description:
Reporter alleged the obtaining a discrepant blood glucose result of 252 mg/dl back to back with a result of hi (greater than 600 mg/dl) on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The user noticed a difference in glucose results from their two b221 analyzers when testing the same sample on both. One example was provided with a glucose result of 1.9 mmol per l from one analyzer and 1.1 mmol per l from the other analyzer. No info was provided to determine if erroneous were generated or if patients were adversely affected due to the results. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
Calibration and qc data were within specification. Retention samples were checked and peformed within specified range. A review of mater batch records did not show any indication that could lead to the reported event. No malfunction was detected. Due to lack of additional information, further investigation was not possible.